Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 6950315, 510k # k042498 was cleared in the united states. The device was not returned for evaluation however films were supplied for review which found: vertex construct is noted c2 pedicle screws, spanning c3 then lateral mass screws at c4, c5, pedicle screws with lateral connectors noted at c6 and c7. Set screw has backed off allowing the rod to dissociate from the c2 screw.

Manufacturer narrative:
Set screw location within construct unknown. Set screw threads do not show evidence of cross threading. Set screw rod interface node morphology is found to be fairly tall and flat, which is atypical of full tightening. Fully tightened set screws nodes are typically troughed or concave after full tightening. Node deformation height (@ center) significantly different than typical from bench tested samples. Additionally, the absence of rod witness marks on either side of the set screw node is consistent with the rod not fully seated in the mas saddle at final tightening. Set screw rod interface node height and witness marks indicate rode may not have been completely seated in mas at final tightening.

Event description:
It was reported that the patient underwent a posterior spinal cervical procedure. Sometime post-op it was reported that the setscrews are loose and allowed the rod to back out at c2 and the bone screw was loose at left side c4 and left side c5. One month post-op the patient underwent a revision surgery in which the bone screws were removed and new screws were replaced and additional screws were added at t1 and t2 as well as a crosslink at c6-7. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h13t0535, # h13j2176 and # h13j0694. Manufacture date for lot h13j0694 is 9/10/2013; manufacture date for lot h13j2176 is 9/20/2013; manufacture date for lot h13t0535 is 8/06/2013.